Event description:
Based on information received via maude event report (B)(4): (B)(6) 2010: the pt underwent a hernia repair where a composix kugel mesh was placed. The pt left the hospital with a fever. The pt was diagnosed with a wound infection, and was hospitalized. On (B)(6) 2010: the pt underwent surgical explantation of the mesh. The wound had impaired healing and remained open/draining for over a year.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. While no medical records indicating the mesh as the source of the reported infection have been provided, infection is listed as a potential adverse event in the product's instructions for use. The IFU states: "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no lot number has been provided and no sample of the explanted mesh has been returned; therefore, no manufacturing review or device evaluation could be performed. We have contacted the initial reporter to obtain additional information. If any additional information is provided, a supplemental MDR will be submitted.